Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and could not duplicate the reported issue. The device was not returned to physio-control for evaluation. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately lost power. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
A third party biomedical engineer contacted physio-control to report that a customer's device powered off by itself during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to excessive resistance on the battery pins. Physio replaced the battery pins to resolve the reported issue. Physio observed that the batteries in use at the time of the reported event were manufactured on 11/27/2014 and 11/30/2015 and may have contributed to the loss of power issue due to their age and increased use. After proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
A third party biomedical engineer contacted physio-control to report that a customer's device powered off by itself during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.